Event description:
Follow up with the customer found the unit set up was good and the IV set up looked good. However, the blood bag, which had a pressure infusion cuff attached, was completely dry. The unit was photographed by the hosp.

Manufacturer narrative:
Reference MFR. Complaint #98061603tl. The actual sample was returned. It was too contaminated for physical testing. However, visual examination found no defects. R&d checked the unit and reported it had to have functioned properly to enable the staff to transfuse the pt. Blood bag was completely dry, indicating the staff did not follow mfg instructions. "Blood should not be infused below 50cc to prevent air embolism from occurring." This appears to be a case of user error.